Event description:
During transport of pt from ccu to the cardiac cath lab the ma knob inadvertently turned from 140 ma to 20 ma. Device showed pacer spike as rate was at 120. Resuscitation attempt with transvenous pacing and medication was unsuccessful in cath lab. The pt expired.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, design - human factors, invalid data. Conclusion: there was no device failure, user error caused event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.